Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, after the iol was injected into the eye, a large crack was noted in the optic after unfolding and the iol was removed. There was prolonged duration of the procedure with additional intraocular manipulation, but the procedure was completed with no patient harm. The sample was discarded. Additional information has been requested.